Event description:
It was reported that this system with non bsc leads and a bsc pacemaker showed episodes of right atrial (ra) lead channel with high, out of range (oor) pacing impedances that triggered a lead safety switch at the second time the impedances were oor. The ra lead was returned to bipolar again, and the impedance was measured multiple times. As a result, there was no problem. The system remains in service. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with non bsc leads and a bsc pacemaker showed episodes of right atrial (ra) lead channel with high, out of range (oor) pacing impedances that triggered a lead safety switch at the second time the impedances were oor. The ra lead was returned to bipolar again, and the impedance was measured multiple times. As a result, there was no problem. Additional information was received reporting that, after several weeks, the system, declared again an oor pacing impedances in the ra lead channel. It was also reported that the system also showed noisy signals in the past. The system remains in service. No adverse patient effects reported.